Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred with a unspecified bd naci blood collection tube. The following information was provided by the initial reporter, "it was reported that the tubes that are six weeks from expiring are not filling. 4 of 4: november incident - female. We have been experiencing issues with the latest lot of naci tubes for the last couple of weeks. I apologize for not emailing you sooner. It would have started about december 16th and the tubes expire january 31/20 with a lot number of 9184798. When the problem started on the 16th it was just a few random tubes but now it's almost all of them. The ones that fill the best are just barely filling enough. We are averaging 3 tubes per patient to get one that is sufficiently filled to send for testing. I have set aside a couple of tubes from the package. 08-jan: as suspected, tracy did not have the info on those tubes from november incident. Was there multiple patient involvement? If so, please provide the following information for each incident: yes. What is the product part and batch number for the incidents in november? I no longer have that information available unfortunately. What is the date of event(s)? I don't have this information now, but it was happening over multiple weeks. How many units (tubes) affected? Approximately 75%. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) We draw 5-10 inr patients/day. All patient samples were affected. Multiple samples were required to be drawn on each patient to get one tube full enough to send for testing. We draw no less than 2 tubes per patient, frequently up to 4 tubes per patient to get one that fills enough to send for testing. What is the labeled draw volume? 1.8 ml. What was the level of tube fill? Partial fill. No fill (fill volume is near zero). Partial fill. Over fill. Unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? Tubes are rejected at all of these three levels. What was the tube¿s expiration date? Unknown. How was the tube drawn? With a straight needle, in a vacutainer holder, venously. Was a discard tube used? We don't normally use a discard tube, however if we need to draw up to 4 tubes then the first 3 could be considered discards. Was a successful draw achieved with the same lot? Yes. Is this happening with one particular: department, unit, and shift, time of day or person this is happening in all departments, with all staff, on all shifts. What was method of draw? Straight needle. Straight needle, wingset, syringe, line, unsure/other (please list), are you using a bd device to transfer the blood to a tube? No, btd, llad, no, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) all collection supplies are securely fitted. Have the tubes been exposed to extreme heat? No, yes, no, unsure. How many locations affected (impatient, outpatients, etc.)? All locations. Are unused samples of the related batch/lot number available for return? If yes, we will provide you a prepaid shipping label. No. 1 of 4 complaints.